Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument's tip was found to be broken. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken distal clevis at the ears of the clevis. The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: no fragment fell into the patient.

Event description:
Refer to h10/h11 for follow-up information.